Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to discharge via defib paddles. They obtained another set of defib paddles and the device discharged appropriately. Complainant indicated that there was no pt involvement in the reported malfunction.